Event description:
It was reported that the vns patient experiencing a ¿large¿ seizure and was admitted to the hospital. During an office visit on (B)(6) 2014, the patient¿s device showed normal device function and the output current was increased. No further information relevant to the event has been received to date.